Manufacturer narrative:
Correction of section b5 - describe event or problem should have been ¿it was reported that the patient presented to the clinic for a follow-up, experiencing discomfort. It was reported that the left ventricular (lv) lead exhibited a high capture threshold, intermittent capture, and phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2026. The patient was recovering post-procedure.¿ rather than ¿it was reported that the patient presented to clinic for a follow up. It was reported that the left ventricular (lv) lead exhibited high capture threshold, intermittent capture and phrenic nerve stimulation resulting in discomfort. The lv lead was capped and replaced on 24 april 2026. The patient was recovering post-procedure.¿

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was reported that the left ventricular (lv) lead exhibited a high capture threshold, intermittent capture, and phrenic nerve stimulation resulting in discomfort. The lv lead was capped and replaced on (B)(4) 2026. The patient was recovering post-procedure.

Event description:
It was reported that the patient presented to clinic for a follow up. It was reported that the left ventricular (lv) lead exhibited high capture threshold, intermittent capture and phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2026. The patient was recovering post-procedure.